Event description:
It was reported that 1.5 years post op initial right tka, this patient had a revision. The 11mm psc poly was exchanged for a 17mm psc poly during a poly swap and quad tendon repair procedure. Patient was last known to be in stable condition following the event. No x-rays or photos provided, unable to obtain. No product return; against policy.

Manufacturer narrative:
Section h10: (h3) pending evaluation.